Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for multiple samples. The following data was provided (customer¿s normal reference range is 130 to 145 mmol/l): sid (B)(6) initial result = 109 mmol/l, repeat on another alinity c (ac01525) = 124 mmol/l, sid (B)(6) initial result = 113 mmol/l, repeat = 138 mmol/l, sid (B)(6) initial result = 114 mmol/l, repeat = 142 mmol/l, sid (B)(6) initial result = 107 mmol/l, repeat = 139.5 mmol/l, no impact to patient management was reported.

Event description:
The customer observed falsely depressed sodium results generated on the alinity c processing module for multiple samples. The following data was provided (customer¿s normal reference range is 130 to 145 mmol/l): sid (B)(6) initial result = 109 mmol/l, repeat on another alinity c ((B)(6)) = 124 mmol/l sid (B)(6) initial result = 113 mmol/l, repeat = 138 mmol/l. Sid (B)(6) initial result = 114 mmol/l, repeat = 142 mmol/l. Sid (B)(6) initial result = 107 mmol/l, repeat = 139.5 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspecting the instrument and replaced multiple parts to resolve the issue. No additional discrepant sodium result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.